Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had poor communication. The patient stated that ever since the revision the implant is completely dead and cannot get the ins to charge back up. The patient stated that they are unsure if they charging correctly, but it will not work. The patient stated that they battery was a little charged in dec and implant went fully dead again and never came back. The patient stated that they don't use the device too often. The patient hasn't had stimulation in over a month. The patient said that it's been awhile since they last charged successfully. The patient said that their leg will give up on them and their back will hurt more now. The patient was walked through troubleshooting and saw the reposition antenna screen on the recharger and poor communication on the pp when sync was attempted. The patient was to follow-up with their doctor for a possible overdischarge. The patient was told to continue charging ins even when they aren't using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.